Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was returned for evaluation. A puncture locator and hemosheath were received inside a biomedical bag. No box or header bag was present. The snap lock dimension was measured and confirmed to meet manufacturer specification. The hemostasis locking cap hole ID dimension was measured and confirmed to meet manufacturer specification. Functional testing was conducted: samples were verified for mating between the hemosheath and the puncture locator hub. The puncture locator snapped in place with the shealth sample. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insertion difficulties with the involved angio-seal device. The following information was provided by the user facility: (1) there was an issue when connecting the arteriotomy locator with the sheath; (2) the parts connected, however they were not securely locked and slid apart easily when trying to insert in the groin; (3) a second angio-seal device was opened, from a different lot and worked as expected; (4) procedure was successful with the device used from the second lot; and (5) it was reported that the patient is in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in device available for evaluation? And to update device evaluated by MFR?.